Manufacturer narrative:
The insulin pump had button error alarms due to corroded keypad trace. The device had scratched display window and cracked reservoir tube lip. Unable to verify the blood glucose reminder function anomaly due to damaged keypad. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 159 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.